Event description:
The user contacted the emergency support program reporting that the central lumen was clotted, while the fiber optic arterial line waveform remained functional. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1 event site postal code: (B)(6). It was advised that continued use was acceptable despite central lumen clotting, as the fiber optic arterial line waveform remained functional. The differences between fiber-optic arterial monitoring and central lumen pressure monitoring were explained. No further assistance was required.